Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(4) 2020. This spontaneous case was reported by a consumer and describes the occurrence of neck pain ('neck pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced neck pain (seriousness criterion medically significant), dizziness ("dizziness"), fatigue ("tiredness"), feeling abnormal ("brain fog") and skin discolouration ("white fingers"). Essure treatment was not changed. At the time of the report, the neck pain, dizziness, fatigue, feeling abnormal and skin discolouration outcome was unknown. The reporter provided no causality assessment for dizziness, fatigue, feeling abnormal, neck pain and skin discolouration with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 19-oct-2020. The most recent information was received on 23-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of neck pain ('neck pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced neck pain (seriousness criterion medically significant), dizziness ("dizziness"), fatigue ("tiredness"), feeling abnormal ("brain fog") and skin discolouration ("white fingers"). Essure treatment was not changed. At the time of the report, the neck pain, dizziness, fatigue, feeling abnormal and skin discolouration outcome was unknown. The reporter provided no causality assessment for dizziness, fatigue, feeling abnormal, neck pain and skin discolouration with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.